Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that caller states the pt claims to have develop redness around the ins site starting 4-5 days ago. The pt is in the clinic now and the caller notes they will likely be putting him on anti-biotics and will be doing further evaluation.  No device malfunction was reported. Additional information was received from the manufacturer representative (rep). Hcp thought the cause of the report of redness at ins site was not infected but caused from his belt rubbing it. Hcp performed a pocket revision moving the battery inferior. The pocket was cultured and antibiotics started. Results of culture were unknown.